Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1805. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: end cap broken off, fading serial number label and cracked retainer. Blank display anomaly confirmed during analysis due to moisture confirmed. Cosmetic damage to the retainer area was confirmed, with additional damage broken end cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.